Manufacturer narrative:
At the time of this report, the ilet evaluation is still in progress. A follow-up report will be submitted when investigation is completed.

Event description:
On (B)(6) 2025, it was reported that the user¿s ilet displayed alert 38. The initial recommendation was to charge and restart the pump. Later that day, the user¿s caregiver called in with persistent alert 38. The agent walked the user through a restart, removal of old supplies, and replacement with new supplies. Insulin delivery resumed afterward. The user reported a peak blood glucose (bg) of 348 mg/dl, which was out of range for more than 90 minutes. No symptoms, external assistance, or medical intervention occurred.